Event description:
Reportedly, the stapler was applied to the bronchus clampe3d in place. The stapler was fired however the stapler would not release from tissue. The surgeon then had to cut away the instrument from the tissue. The dr had to over sew the tissue. Risk management has indicated the device will not be returned.